Manufacturer narrative:
The explanted item has not been return to amplitude yet. Preliminary data: the DHR of the inlay and baseplate have been reviewed and no relevant non-conformity were recorded. The sales data analysis indicates that the majority of devices of the involved batches were implanted and no similar incident were reported. The investigation is ongoing.

Event description:
An inlay dislocates from the tibial baseplate during summer 2017, following an improper movement. The prothesis were implanted in (B)(6) 2015. A revision surgery was performed to replace tibial complements, in (B)(6) 2017.

Manufacturer narrative:
The review of manufacturing data shows that: the raw material of the anatomic® insert complies with the iso 5834-1 standard and the iso 5834-2 standard. The review of the manufacturing history records shows that the device has been manufactured according to our specifications and drawings. 100% of the parts have been inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that another incident was reported related to the same batch numbers of insert and baseplate. The review of the internal vigilance database reveals that the incident rate related to disassembly of anatomic insert is (B)(4) (2 incidents). The dimensional inspection on the involved device could not been performed, as this device was too damaged. The visual analysis of the insert returned by healthcare facility, showed: the absence of deformation of the clips at anterior part (observation to the binocular lens), probably due to the absence of complete impaction of the insert into the tibial baseplate. The absence of the wear marks on the articular area of the insert (implantation time: 2 years), (still the presence of the lines of machining) , probably due to a low activity of the patient. The presence of deformation on the central post, which probably occurred after disassembly of the insert (around 4 months between the disassembly and the revision surgery). The visual analysis of the tibial baseplate returned by healthcare facility, showed a crushing of the posterior hook of the tibial baseplate. The analysis of this deformation indicates a strain applied form the rear to the front (traumatic event) the incident report mention a false movement of the patient (during the receipt of a stair step) and the patient file mention a patient is overweight with bmi to 36. The most probable root cause is the absence of complete impaction of the insert during the implantation associated with a traumatic event.